Event description:
It was reported via legal, patient had primary surgery in 2001 performed by dr with hardware purchased from surgical dynamics, a company purchased by stryker subsequent to this event. In 2007, the patient had pain and it was shown on x-ray the rod broke and a revision surgery is expected.

Manufacturer narrative:
Report was received at stryker spine 12/3/2007 with limited information from patient's attorney. Additional information has been requested and will be supplied on a supplemental if received.